Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
The consumer reported that the implant died which was clarified to mean the implant turned on and went off. The patient wanted to get an upgraded implant because she suffers from chronic migraines and needs and MRI every couple months. After syncing with the patient programmer it was found that the setting was 3.4v and therapy was off. The patient was assisted with turning therapy on and stated that stimulation was working. Additional information received from the consumer reported that the issue with the implant turning off had been resolved. The indication for use was spinal pain. If additional information is received a follow-up report will be sent.